Event description:
The patient had pectoralis twitch, even after reprogramming the device to bipolar stimulation. The device was relocated in june 2005 and in october 2005 the electrodes were replaced. No patient complications have been reported as a result of this event.